Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, it was observed that the device had delivered inappropriate high voltage therapy. Diagnostic imaging was performed and damage was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events for inappropriate shocks, sensing noise, and lead damage separated and the lead body bent. X-ray examination and electrical testing found the inner coil filars fractured between the ring electrode and the right ventricle shock coil. Examination of the inner coil using the scanning electron microscope found all eight filars of the inner coil fractured between the ring electrode and the right ventricle shock coil. The reported events of inappropriate shocks, sensing noise, and lead was broken were isolated to the bent lead, torn insulation, and the fractured inner coil between the ring electrode and the right ventricle shock coil. All other damage noted is consistent with procedural damage.

Event description:
Related manufacturer report number : 2938836-2019-05096.